Manufacturer narrative:
(B)(4). Added additional information: the instrument was received in a non-sterile package and in good physical condition. As the sterile package was not returned, the damage to the sterility sleeve could not be verified the device was tested with a generator and it was functional.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the sterility sleeve was damaged. It looks like the package was opened and "pasted" after again. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.